Manufacturer narrative:
Additional patient information was subsequently obtained and was added. That information reported that the physicians treating the patient reported that the patient subsequently expired. The physicians further reported that the diminished patient brain function was not caused or contributed to by this reported event. The device was returned for evaluation. The automatic impella controller (aic) data logs were not able to be analyzed as they were unable to be returned, as they had been written over during subsequent and different patient use at the user facility. Upon the return of the impella rp an inspection of the device was performed, which revealed that the pump to be in good condition. There were no sharp protrusions found on the repositioning sheath. The guidewire was unable to be examined as it was not returned with the impella rp and repositioning sheath. During the examination of the pump biomaterial was found on the impeller. The returned impella rp was performance tested with an aic. The data from the test revealed that the pump flow was in specification for most of the test, but was below specification for 10 seconds when the pump was initially set to p-8; during this time the pump flow was at 2.8 l/min when the expected range was 3.4-4.2 l/min. Flows improved to their expected range after a few seconds when the biomaterial was removed from the impeller. A review of the device history record was performed that did not reveal any anomalies, and that there had not been any other reported issues for other pumps in this lot relevant to the failure mode. The root cause of the low flow during the case was most likely low volume due to the reported bleeding. The evaluation of the returned impella rp was unable to definitively determine the root cause of the bleed that only became apparent after the patient was turned with the rp and lvad in place. The evaluation was unable to definitively determine the root cause of the low flow was most likely low volume due to the retroperitoneal bleed. The root cause of the bleed was most likely a femoral vein puncture during the initial stick. (B)(4).

Event description:
Additional information obtained from the physicians treating the patient reported that the patient subsequently expired. The physicians further reported that the diminished patient brain function was not caused or contributed to by this reported event.

Manufacturer narrative:
The impella cp was returned for evaluation. The automatic impella controller data logs were also returned. The analysis of the data logs showed normal patient support until the end of the logs. At that point the patient's pressure decreased, showing worsening of the patient's condition. A fluoroscopy dvd of the case was provided by the hospital for analysis. The dvd provided much information pertaining to the angioplasty procedure and impella usage, as it revealed that upon placement of the impella cp there was on an obvious kink and deformity of the pigtail portion of the impella. Although some repositioning was done, the kink was never remedied. The pump was not pulled back nor was it inserted over a guidewire. The dvd further revealed the actual perforation and the associated escape of contrast. The team did attempt to rectify the perforation by performing the tap procedure to pull off the volume of blood from around the heart and relieve the associated pressure. Of note, on the fluoroscopy, the coronary arteries no longer had good perfusion and flow, and the team was actively performing CPR. The inspection of the returned pump identified a kink in the pump's cannula pigtail. Upon the review of the fluoroscopy video it was obvious that this was a very complicated case. Multiple wires and stents were used during this procedure; however, it cannot be ruled out that the impella cp may have contributed to the perforation. (B)(4).

Event description:
The complainant reported that on august 11, 2016 a (B)(6) woman with known severe coronary artery disease (cad) was undergoing an elective high risk percutaneous coronary intervention (hrpci.) The impella cp was placed prior to the angioplasty procedure beginning. During the wireless insertion of the impella cp there was an kink deformity at the pigtail, that was never remedied. The angioplasty procedure then commenced. The left main, left anterior descending, and circumflex arteries were ballooned and stented. The patient decompensated and became pump dependent during the angioplasty. An echo was immediately performed which revealed the patient in tamponade. The left ventricle was found to have a perforation. A pericardiocentisis was reported to have been successfully performed. The patient continued to bleed, then thrombosed and finally arrested prior to an ECMO being placed.

Manufacturer narrative:
This supplemental report is being submitted to correct the information that was inadvertently submitted on medwatch supplemental report 1220648-2016-00026-01. That supplemental medwatch report's information did not apply to medwatch report 1220648-2016-00026-01, but should have been reported and submitted on supplemental medwatch report 1220648-2016-00036-01. This supplemental medwatch report is requesting that supplemental medwatch report 1220648-2016-00026-01 be disregarded.